Manufacturer narrative:
Upon further review of the event, there was no catheter detachment and this event is no longer considered a reportable event. No further reports will be forthcoming.

Event description:
As reported, the black sheath of a 6/7f mynxgrip vascular closure device (vcd) split roughly 1 inch as the white sheath traversed it internally during use. The vascular closure device was removed and saved for investigation. There was no patient harm from the event that occurred. The vascular closure device was used on a 66 year old male with a history of peripheral arterial disease who was recommended balloon angioplasty of the left superficial femoral artery to improve perfusion of the left foot. Additional procedural details were requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.